Event description:
The manufacturer received an allegation related to an fco recall, reporting that the device¿s flow sensor is providing inaccurate flow measurements. The complainant has requested replacement of the flow sensor assembly. The device has not been returned to the manufacturer; therefore, the reported malfunction cannot be confirmed at this time. A follow-up report will be submitted upon completion of the manufacturer¿s investigation.